Event description:
According to the info received the pt discovered that the implant did not function correctly in 2001. The device would inflate without warning and would not deflate. Device had not been removed to date. However, info received on 8/1/2002 stated that the device had been removed in 2002.